Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Based on follow-up communication, livanova learned that field service engineer gave phone support to customer. Specifically, customer was informed that this type of error message is triggered when patient pump 1 is defective. Consequently, a new patient pump must be installed and corresponding part number was already provided. The repair activity will be conducted directly by customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device serviced by hospital engineer.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: analysis of complaints database revealed no other similar cases notified since unit installation in 2013. Based on available information and taking into account the review of similar events, the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase (causes related to environmental conditions).

Event description:
See initial report.